Event description:
It was reported to boston scientific corporation that during a peg placement procedure, the snare wire of an endovive safety peg kit pull method device detached from the handle. According to the complainant, the physician was able to complete the procedure with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.